Event description:
It was reported that within about nine days of the implant procedure, the patient experienced chest pain and tamponade due to the right ventricular lead perforating the heart. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).